Event description:
The customer reports in the 9600+ displayed a battery charger fail error message. Upon inspecting the unit, also a saturation error in film mode only and a/d channel 8 error in addition to intermittent charger fail error. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the analog interface, x-ray regulator, generator driver, battery packs and x-ray tube. The system operates as intended.